Manufacturer narrative:
Device #3:investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00557, 00558.

Manufacturer narrative:
Conclusion: no device failure. Complaint history reviewed and analysis shows no trend for item/lot number. Device history record reviewed. Removal of this component is expected during this type of revision surgery.

Event description:
Allegedly removed during the revision of another component.